Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization to anterior communicating artery aneurysm, an enterprise2 4mmx23mm intracranial stent (encr402312, 6920558) was placed in aneurysm and semi-released. The physician observed that the stent tip could not be opened normally, then tried to withdraw the stent. During the process of removing the stent, it was impeded in the unspecified microcatheter (mc). After the stent was withdrawn, it was found to be deformed. A new stent was switched to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to an anterior communicating artery aneurysm, an enterprise2 4mmx23mm intracranial stent (encr402312, 6920558) was placed in aneurysm and semi-released. The physician observed that the stent tip could not be opened normally, then tried to withdraw the stent. During the process of removing the stent, it became impeded in the unspecified microcatheter (mc). After the stent was withdrawn, it was found to be deformed. A new stent was switched to complete the surgery. There was no patient injury reported. No additional information is available. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit. The delivery wire and the introducer were returned for evaluation; both were found to be in good condition (i.e., no kinks, no fractures, or separations). The stent component was inspected under a microscope and one of the distal ends was noted to be completely flared, however, the other end was found to have the struts bent and broken, also one of the marker bands became dislodged due to the excessive deformation. In the middle section of the stent, some broken struts were found and it was observed narrowed and unable to fully expand. The stent was immersed in lukewarm water to review if it expands, however, due to the broken struts found this was not able to expand. The issue documented that the stent could not open normally and was deformed was confirmed since the stent was confirmed not to fully expand during the analysis. It was reported that after the stent was withdrawn, it was found to be deformed; it could be reasonably suggested that such damages are the result of the difficulties experienced during the withdrawal of the stent as it became impeded in the microcatheter. It is also possible that the stent became inadvertently damaged during the advancement through the microcatheter which might have affected the stent ability to open. The stent detachment was not originally reported in the complaint and the exact time when this condition occurred cannot be determined with the information available, however, it most likely occurred due to the withdrawal difficulty. This finding is not related to the stent inability to fully open. With the limited information available, the root cause of the failure mode observed remains inconclusive; however, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 6920558. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.